Manufacturer narrative:
Evaluation summary. It was caused due to an excessive force applied on the light guide fiber bundle (lcb).

Event description:
This event occurred at the time of before use. There was no report of patient harm. The lcb is broken / reduced (60/80%).